Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced wound dehiscence at the ipg incision site. The device was removed and antibiotics were given prophylactically. The patient may be re-implanted in the future.